Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed a "high pressure" alarm. Functional testing confirmed the reported issue. The root cause of the event was an anomaly of the air detector. The air detector was replaced to address this issue.

Event description:
It was reported that even if the tube is firmly inserted, the basic function is not released. The event occurred before patient use at the facility. There was no patient involvement. Evaluation of the returned device found that the event log recorded a "high pressure" alarm, and confirmed the reported issue was the result of an anomalous component of the air detector.